Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when introducing the guide there is no good blood return, when removing the guide , it is not possible to remove it completely. An intensivist doctor is informed who withdraws the guide, however this is broken, requiring maneuver to remove the rest.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when introducing the guide there is no good blood return, when removing the guide , it is not possible to remove it completely. An intensivist doctor is informed who withdraws the guide, however this is broken, requiring maneuver to remove the rest.